Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0864) on 27-aug-2015. The most recent information was received on 02-apr-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain: pelvis") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test". The patient's medical history included multi gravida, parity 5 (live births: (B)(6) 1997, (B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2006, multiparous), obesity, ovarian cyst, tubal ligation, flank pain, shortness of breath, nasal itching, hematuria, acne vulgaris, seborrheic dermatitis (flaky scalp), swelling nos, weight loss, vomiting, itchy eyes, scalp peeling, flu and major depressive disorder. On (B)(6) 2015: patient denies amenorrhea, antibiotic use, frequent urination, hormone replacement therapy use, mid-cycle pain, pelvic floor prolapse or possible pregnancy. On (B)(6) 2017: negative for: breast discharge, breast lump(s), breast pain and breast self exam. The patient is not post-menopausal. Negative for hormone replacement therapy. Menopausal symptoms negative for: hot flashes, insomnia and night sweats. Associated symptoms include abnormal vaginal bleeding and urinary incontinence. Patient negatives anxiety, decreased libido, depression, difficulty falling sleep, dyspareunia, history of infertility, nocturia, sexual dysfunction, sleep disturbances, urinary urgency, vaginal discharge and vaginal itching. Pertinent negatives include abdominal pain, anorexia, calf tenderness, chest pain, chills, constipation, cough, diarrhea, dysphagia, dyspnea, fever, hematoma, hoarseness, limping, nausea, swelling, urinary difficulty, vomiting and weight loss. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included asthma. Concomitant products included atenolol, bupropion hydrochloride (wellbutrin), cefalexin (cephalexin), cyanocobalamin-tannin complex (b-12 latino), ferrous sulfate;folic acid (ferrous sulphate + folic acid), folic acid, naproxen, salbutamol (albuterol) and sertraline hydrochloride (zoloft) since 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("body pains / physical pain"), back pain ("back pain/ severe and persistent pain: back"), dysmenorrhoea ("painful periods/ dysmenorrhea (cramping)"), abdominal distension ("weight gain that I can't get rid of, and I look as if I am 7 months with child/ abdominal bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bowel movement irregularity ("gastrointestinal or digestive system condition type:irregular bowels"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("severe and persistent pain: abdomen") and pain in extremity ("severe and persistent pain: legs") and was found to have weight increased ("weight gain that I can't get rid of, and I look as if I am 7 months with child/ weight gain"). In 2008, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced adenomyosis ("adenomyosis") and abscess ("rashes or skin conditions type: abscesses"). In 2012, the patient experienced vulvovaginal mycotic infection ("yeast infection"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced urge incontinence ("bladder or urinary problems or changes:urge incontinence"), stress urinary incontinence ("bladder or urinary problems or changes:stress incontinence"), gingival disorder ("gum disease/ dental disorder-gum disease") and nausea ("nausea"). In 2015, the patient experienced depression ("depression") with mood swings and anxiety, feeling abnormal ("neurological conditions or problems type:mind fog"), memory impairment ("neurological conditions or problems type:forgetfulness") and insomnia ("neurological conditions or problems type:insomnia"). On an unknown date, the patient experienced adnexa uteri pain ("painful tubes"), menstrual disorder ("flaky periods"), weight loss poor ("weight gain that I can't get rid of, and I look as if I am 7 months with child"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia and abdominal pain had resolved, the pain, adenomyosis, adnexa uteri pain, menstrual disorder, dysmenorrhoea, menorrhagia, vitamin d deficiency, urge incontinence, stress urinary incontinence, gingival disorder, bowel movement irregularity, gastrooesophageal reflux disease, vulvovaginal mycotic infection, bacterial vaginosis, vaginal discharge, migraine, nausea, headache, feeling abnormal, memory impairment, insomnia, anxiety and abscess outcome was unknown, the depression, back pain, fatigue and pain in extremity was resolving and the weight increased, weight loss poor and abdominal distension had not resolved. The reporter provided no causality assessment for adnexa uteri pain, menstrual disorder, pain and weight loss poor with essure (ess205). The reporter considered abdominal distension, abdominal pain, abscess, adenomyosis, anxiety, back pain, bacterial vaginosis, bowel movement irregularity, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastrooesophageal reflux disease, gingival disorder, headache, insomnia, memory impairment, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, stress urinary incontinence, urge incontinence, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: both ostia were identified and followed. Essure was inserted and then the coils were placed in the right sided ostia and 4 coils were seen after the placement of the essure device. Following this, the same procedure was repeated on the left-sided ostia and 4 coils were seen at the end of the procedure. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Concerning injuries reported in this case the following ones were described in patient medical records: confirming-depression, pelvic pain, back pain, adenomyosis, abdominal pain, nausea, vomiting, dysuria, dysmenorrhea, menorrhagia, insomnia, urinary incontinence, anxiety, dyspareunia, vaginal discharge. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs and mr received: case category updated as "incident"outcome of events ¿pelvic pain and abdominal pain, abnormal vaginal bleeding, dyspareunia¿ were updated to ¿recovered/resolved¿ and events- ¿depression, anxiety, fatigue , back pain and leg pain ¿ were updated to ¿recovering/resolving¿. Medical history and reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.